Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire became entrapped. It should be noted that the guide wires instructions for use states: do not deploy the stent such that it will entrap the wire. In this case, it is possible that the deviation contributed to the reported issue; therefore, it will be addressed in the account requested letter. It was reported that force was used to remove the guide wire once it has encountered resistance during removal. It should be noted that the guide wires instructions for use states: torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the force used appears to be a reasonable clinical response; therefore, this deviation will not be addressed in the account requested letter. The investigation determined the reported difficulties appears to be related to user error. The subsequent patient effect and treatment appear to be related to operational circumstances. In this case, it was reported that guide wire interacted with a deployed stent during removal, resulting in the wire becoming entrapped. It should be noted that the guide wire¿s instructions for use states ¿do not deploy the stent such that it will entrap the wire.¿ additionally, it was reported that when the guide wire encountered resistance with the stent, force was used, resulting in the reported material separation. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: medical device problem code 2017 clarifier- failure to follow steps / instructions. H6: medical device problem code 2017 clarifier- excessive force.

Event description:
It was reported that the procedure was to treat a lesion in the common trunk-proximal left anterior descending (plad) and mid lad (mlad) artery with 80% stenosis, heavy calcification and heavy tortuosity. The hi-torque (ht) balance middleweight (bmw) hydro guide wire had no resistance during advancement, however, there was resistance with the anatomy during removal and mild force was applied. The guide wire remained jailed within a stent and the anatomy and separated. The separated portion was attempted to be removed with a snare device but unsuccessful so it was left in the anatomy embedded without deploying another stent to embed the separated portion. Another non-abbott guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.